Manufacturer narrative:
The lesion had 90% stenosis, moderate tortuosity and mild atherosclerosis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx otw coronary drug eluting stent to treat a severely tortuous, severely calcified lesion. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the first attempt to cross the lesion failed. Upon inspection after removal of the device, the stent was noted to be deformed. The patient was reported to be alive with no injury.